Event description:
A home peritoneal dialysis pt reportedly received an overfill of solution during treatment. The pt is empty during the day. While in fill 1, pt's stomach felt tight and pt was in a lot of pain. The cycler was showing a fill volume of 1,970ml. Pt bypassed out of fill 1. Pt drained 4,280ml after staying in dwell for about 45 minutes. Pt's prescribed fill volume was 2,200ml. There was no serious injury or illness.